Event description:
It was reported that the system has continuing problems with initialization where multiple attempts needed to be made for successful initialization. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The single board computer kit was installed along with the hard drive and the image processor board. Software was loaded. The system was tested and found to be working as intended and placed back into service.